Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose was 88mg/dl. No additional information was provided, and the customer declined troubleshooting with tandem technical support.